Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event.

Manufacturer narrative:
Additional information b5, d4, h3, h4. H3 other text : customer discarded product.

Event description:
The user facility reported that the housing fractured at the weld during an inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.